Manufacturer narrative:
Examination of the submitted instrument confirmed the reported concern. The root cause is product wear out due to normal use and serficing. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide 950501121 sigma hp pat res guide has been designed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Saw capture on patella saw guide came loose. Numbers becoming hard to read.